Event description:
It was reported that during inspection of the instruments for surgery on (B)(6) 2024, both the guide sleeves for static locking and dynamic locking could not pass through the aiming arm. When attempting to pass the guide sleeves through another aiming arm (130 degree), they passed through it and functioned properly. The aiming arm in question was judged unavailable, and another product was arranged. The surgery ended without any trouble. This report involves one 125 deg aiming arm static+dynamic. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. G4: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9, the subject device has been received, the investigation the device associated with this report was returned to depuy synthes for evaluation. H3, h6: part number: 03.037.114 lot number: 6425p23 manufacturing site: haegendorf release to warehouse date: 13th june 2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual analysis of the returned sample revealed that there were no signs of damage or defect with the 125 deg aiming arm static+dynamic. The overall complaint was unconfirmed as the observed condition of the 125 deg aiming arm static+dynamic would not contribute to the complained device issue. Therefore, this pi has been rejected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there were no signs of damage or defect with the 125 deg aiming arm static+dynamic. A functional test was performed with mating devices external to this complaint. The devices used are: 03.037.017 guide sleeve yell and 03.037.016 buttress/compr-nut. The mating devices entered in the hole of the 125 deg aiming arm static+dynamic and assembled as expected. Once assembled the 03.037.016 buttress/compr-nut was activated and functioned as desired. This test was performed multiple times without noticing any signs of resistance that would prevent the device from functioning. The overall complaint was unconfirmed as the observed condition of the 125 deg aiming arm static+dynamic would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: corrected DHR and device manufacture date product code: : 03.037.114, lot number : l244673, release to warehouse date : 06 feb 2017, expiration date : na, supplier: na , manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.